Event description:
Customer reported a syringe pump was infusing lipids. The infusion should have been completed in 16 hours and instead the syringe was found empty in 4 hours. Infusion rate was 0.1 ml/hour. No pt harm or medical intervention reported. Device received and investigation ongoing. Follow up report will be sent when investigation completed.

Manufacturer narrative:
MFR's report date: 2008. Pt info requested and all available info is included. This report was filed by the MFR.